Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. E.1: initial reporter facility name: (B)(6). Investigation summary: bd received two photos for investigation. Upon evaluation of the photos the reported failure mode of overfill was not observed. Additionally, 100 retention samples were functionally tested, and all tubes drew within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are overfilling. No adverse impact was reported regarding the patient or user.